Manufacturer narrative:
Result: grounding chain.

Event description:
It was reported by service report that the ground chain on the stretcher is broken and no longer contacting the floor. No patient involvement or adverse consequences are reported.